Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit and during inspection, the fse checked for any fault codes related to over-temperature, but was not able to see anything. The fse then disassembled the unit and confirmed that fans were working, subsequently the fse checked for any air flow restrictions, and all was good. Finally, the fse reassembled the unit, ran on a test balloon for approx. 1 1/2 hours with no issues. A complete calibration and electrical safety tests were performed. The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an over temperature message. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h4.